Manufacturer narrative:
Plant investigation: the reported complaint device was not returned for manufacturer evaluation. However the customer provided a video. The video is a seven-second clip of a dialyzer connected to the hemodialysis (hd) machine during treatment. There is a small blood leak noted within the fibers; the blood appears to be localized and coming from a fiber. There is no other damage or irregularity noted on the dialyzer. The reported issue is confirmed. The probable causes for this failure occurrence are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred approximately one hour and seven minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed by the facility staff within the membranes of the arterial header cap. In the initial report provided by the customer the head of the dialyzer was described as ¿broken.¿ the machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.